Event description:
Procedure - cataract removed with intraocular lens implant. At the end of procedure, surgeon removed handpiece and stated there is a corneal burn. During procedure, surgeon complained volume was not adequate.